Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after opening the cassette door of their cycler and removing the cassette at the end of their pd treatment. The patient contact mentioned a low ultrafiltration at the end of the patients pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with the cycler. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact confirmed that the patient completed their pd treatment and the event was discovered after treatment had ended. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient did have a low ultrafiltration of 434 on that particular day. The patient contact stated that normally their ultrafiltration is 800-1000. The patient contact stated that the patient¿s pdrn stated that the low ultrafiltration was not an issue. The patient contact stated that the days following the event the patient did not retain any fluid in their legs or fingers and the patient¿s blood pressure was normal. The patient contact stated that the patient did not have any problems after the event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional information was requested; however, to date has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. The cycler underwent and passed a patient sensor check. The accelerated stress test (ast) was performed and passed. No fluid leaks were found in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.